Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/15/2016 that the patient experienced a skin reaction on (B)(6) /2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was described as a red rash that was inflamed, as well as being itchy and scaly. Reaction was located on the abdomen. On (B)(6) 2016, the patient went for a normal check up with her doctor and inquired about the skin reaction she was getting due to the sensor adhesive. The doctor suggested that she stop using the system for 10 days and recommended she try hydrocortisone cream. Patient did not treat the affected area, no additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.